Manufacturer narrative:
The device was not received as of this date. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. A review of the device history record showed the device had a manufacture date of 16jun2017 the review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue a review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
04/19/2018 08:16:46 ian pfifer (ipfifer) warr ¿ po = $0. (B)(6), __ (B)(6)_, __ (B)(6)__. Shipping & billing addresses confirmed. No patient involvement. Channel error.

Manufacturer narrative:
The device was not received as of this date. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. A review of the device history record showed the device had a manufacture date of 16 jun 2017 the review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue a review of the complaint history for sn (B)(4) was performed in (B)(4) trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
(B)(4).